Manufacturer narrative:
The customer contacted siemens customer care center (ccc) to report the discordant alpha-fetoprotein (afp) result. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated alpha-fetoprotein (afp) result was obtained on one patient sample for one of the replicates on an advia centaur xp instrument. The sample was run in replicates of three. The first and third replicates had resulted lower, while the second replicate result was falsely elevated. Only the lower result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated afp result.

Manufacturer narrative:
Initial MDR 2432235-2018-00021 was filed on 09-jan-2018. Additional information (16-feb-2018): the customer service engineer (cse) performed a system decontamination and replaced the following parts: valve and floating switch of the plumbing kit, ancillary and reagent probes, wash manifold, aspiration probes and tubes, guide aspiration probes, pinch valves (v38, 39, 40, and 41), valves v66, v67, v77, v78, acid, base, and wash1 reservoirs. Cse checked probe alignments and verified good dispense and aspiration of wash, acid, and base. The cse performed background testing, svk validation testing, calibration, and all quality control (qc) results are acceptable. All routine testing was performed with expected results. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
Initial MDR 2432235-2018-00021 was filed on (B)(6) 2018. Supplemental MDR 2432235-2018-00021_s1 was filed on (B)(6) 2018. Additional information (17-april-2018): a siemens headquarter support center (hsc) specialist has reviewed the information and determined the customer's centrifugation procedures meet the minimum requirements for the becton dickinson (bd) serum separator tube (sst) ii advance blood draw tubes they are using. It is unknown if the sample was allowed to clot for a minimum of 30 minutes as recommended by bd. Hsc has concluded that pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Based on the available information, alpha-fetoprotein (afp) lot 186 is performing as intended and the instrument is performing within specifications. No further evaluation of device is required.